Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump showing power failure. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump showing power failure was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a manual tube release failure confirms the reported condition. The root cause of this condition was determined to be a software failure due to user error. No repairs were needed for this condition, as the manual tube release was reset to correct the condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. Additional information: a device history review revealed no abnormalities were discovered during manufacturing. A service history review revealed that there is no service history for this device. This is a new device which only has preparation and installation records. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.